Event description:
The following event description was reported to the MFR in 2007: "'during the procedure, the distal end of the catheter had built up energy and jumped and perforated the catheter.' The procedure was completed successfully with another device, and no pt adverse event was reported". Info available on 08/21/2007 could not definitively confirm if it was the MFR's catheter that perforated another catheter, or vice versa (i.e. Device in question versus unk catheter used). A request for add'l clarification on the event procedure was sent to the user facility, which responded that the physician does not allege a malfunction on the device in question. The catheter [device in question] was returned for prod analysis by the MFR. On 11/19/2007, the MFR found a microscopic rupture on the catheter upon completion of prod analysis on the returned prod. This finding confirms that the MFR's catheter had slightly ruptured rather than 'perforate' itself during the procedure. The pt's condition is reported as "fine".

Manufacturer narrative:
( The distal end of the catheter had "built up energy and jumped", creating a microscopic rupture exhibited on the shaft of the catheter). Although it was reported to the MFR that the physician does not allege a malfunction on the chatheter [device in question], this MDR is being filed by the MFR due to the results obtained from prod analysis (completed on 11/19/2007) that confirms it was the MFR's catheter that perforated itself. Device eval: a review of the lot history record was performed on the lot [of the device in question] and no yield or component issues that are relevant to this event were identified at the time of MFR. This lot had met all required specs and passed all visual inspections. A search in the complaint database was performed and no other complaint has been reported for this lot. Visual/microscopic exam: the unit was returned for analysis. The catheter was inspected and a flattened section was present at the distal end of the catheter. This area was then inspected under the microscope, and a perforation/rupture was revealed. Further visual analysis was performed, and it was noted that the damage present around the area of "perforation" indicate that the catheter may have ruptured, rather than perforate itself as it appears that the shaft was 'flattened/folded', and that this contributed to the small 'burst' appearance of the catheter. Functional/dimensional analysis: the following functional analysis was performed on the catheter. A mandrel was inserted through the proximal end of the catheter and resistance was felt near the distal end of the catheter. It was verified that there is blockage present in the perforated area of the distal shaft. Visual analysis noted that the blockage is caused by some type of dried solution, but upon f/u with the user facility it cannot be confirmed if the dried solution is composed of saline or glue. Dimensional analysis indicate that all dimensions were not out of spec. The prod returned did not fail to meet device, labeling, or packaging specs. F/u with the user facility indicated that glue may have been used during the procedure (injected through the catheter), however this was subsequently not confirmed. Use of glue is contra-indicated in the dfu (directions for use) of the device in question. F/u info rec'd also indicate that the rupture occurred while the physician was pushing the catheter; however it was not confirmed whether excessive force was applied. The unit was returned for analysis and a rupture was noted in the distal region of the catheter shaft. Due to the damage around the rupture, it appears that the shaft was flattened at this point and this contributed to the burst. The mfg process for this prod involves 100% inspection of the full length of each catheter for any cuts, tears, splits, holes, kinks, or wrinkles. Functional testing is also performed on each catheter by inserting a mandrel into he proximal end of the catheter until it exits the distal end of the catheter. If a kink or tear was present on the catheter at this stage of inspection, the catheter would be rejected from its batch, and discarded. The root cause for this complaint cannot be determined definitively. A potential root cause for catheter rupture is excessive force, or if non-saline solution is introduced through the flow direct catheter (which may cause blockage). The dfu (direction for use) for the device in question references the following warning: "discontinue use the microcatheter if increased resistance is noted. Resistance indicates possible blockage...do not attempt to clear blockage by over-pressurization. Doing so may cause the microcatheter to rupture..". As it was reported that the catheter "built up energy and jumped", this was most likely caused by the blockage indicated in the catheter, which created resistance. Per the dfu of the catheter: "never advance or withdraw an intraluminal device against resistance. Movement of the microcatheter or stylet against resistance may result in damage to the microcatheter..". The resistance encountered, coupled by the advancement force of the catheter can cause the catheter to "jump" (or fold, as noted in the flattened section of the returned device), which can cause the microcatheter to rupture.